Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 1. 109 mg/dl, 86 mg/dl, 61 mg/dl 2. 104 mg/dl, 60 mg/dl sets of readings were taken at different times. No adverse event reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.